Event description:
Patient was revised due to tibial subsidence.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported tibial subsidence; however, bone density, poor bone integrity, and implant positioning are possible contributing factors to tibial subsidence. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.